Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient's initials, dob & weight not provided by reporter. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4). Supplier: (B)(4), manufacturing date: 10. Oct. 2012 , expiry date: 01. Sep. 2022, this complaint is assessed as not related to sterilization. Thus, the documents for the corresponding non sterile part 04.003.461 lot 8064684 were reviewed with the following result: no anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the client tried to move the nail but it takes took to long to go into the shaft. Despite several attempts he failed to do go up. He decided to make a slight rotation of the nail in the femur using a new pin that serves against-support. Setting up the 2 screws under fluoroscopic guidance length 95. Satisfactory fluoroscopic control front and side. There was a prolongation in surgery: 30 minutes and there was no patient impact. This report is 1 of 1 for (B)(4).